Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The sample has not been returned to the manufacturer. Therefore, a sample evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that a vascular stent could not be completely deployed. Reportedly, after a portion of the stent was deployed, the deployment trigger became non-responsive. The physician was able to withdraw the partially deployed stent back into the introducer sheath and remove the entire system from the patient. No report of injury to the patient.